Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient felt like they got "punched" in the chin. It was noted that they had received an inappropriate shock for atrial fibrillation (af) with rapid ventricular response rather than for a ventricular arrhythmia. The device remains in use. No further patient complications have been reported as a result of this event.